Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding. The device was not received for evaluation. The root cause of the access site bleeding was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient experienced loss of blood through the interventional catheter and received blood products to address the issue. The patient continued on support until the device was successfully weaned.